Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating there was a non-invasive blood pressure (nibp) malfunction. There was a deviation in the value; it was slightly high. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6).